Event description:
The information received from the (B)(4) study indicated that the day of the index procedure, the patient had a neurological deficit. Post-stent deployment there was a balloon rupture of a 5mmx40mm aviator plus rx balloon catheter and the subject experienced a brief moment of confusion following the rupture. The balloon burst during the 1st inflation at 8atm. The physician indicated that he thinks there was a small amount of air released during that rupture, but he maintained good strength in all 4 extremities, had a little bit of confusion briefly, but no real focal neurologic events. The confusion had resolved prior to leaving the angio suite. There was no hemiparesis, no hemiataxia, no visual field loss and the patient was not hemineglect. The adverse event had a sudden onset and the duration was less than 24 hrs. The patient had full recovery with no deficit. There was no presence of babinski. The event was reported to be related to the index procedure and the cordis device. For the index procedure, the patient was admitted asymptomatic with an 85% stenosis in the ostium of the left internal carotid artery.

Manufacturer narrative:
The lesion was eccentric, ulcerated, with moderate calcification and severe tortuosity. An 8 x 40mm precise and an angioguard rx were deployed with no malfunction or major adverse event (mae). The patient was discharged the following days with no mae. There was no adverse event during the 30 days follow up. Concomitant medical products: (B)(6) 2011: angioguard rx and heparin. Post-procedure and at discharge: aspirin and clopidogrel. The information received from the (B)(4) study indicated that the day of the index procedure, the patient had a neurological deficit. Post-stent deployment there was a balloon rupture of an aviator plus rx balloon catheter and the subject experienced a brief moment of confusion following the rupture. The confusion resolved prior to leaving the angio suite. There were no other symptoms. The event had a sudden onset and the duration was less than 24 hours with full recovery and no deficits. The event was reported to be related to the index procedure and the cordis device. The physician indicated that he thinks there was a small amount of air released during the balloon rupture. For the index procedure, the patient was admitted asymptomatic with an 85% stenosis in the ostium of the left internal carotid artery. The lesion was eccentric, ulcerated, with moderate calcification and severe tortuosity. An 8 x 40mm precise and an angioguard rx were deployed with no malfunction or major adverse event (mae). The patient was discharged the following day. There was no adverse event reported during the 30 day follow up. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the balloon rupture. However, vessel characteristics and procedural factors may have contributed. Based on the information available, it appears that the difficulty experienced by the customer (air released during rupture) may have been caused by the operational context of the device (device preparation) and is not related to a product quality issue.